Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, unopened foil pouch, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated and with a kink at the blood inlet hole of the assembly. The sample was returned for evaluation and a kink was noted at the blood inlet holes of the sheath and locator assembly. As a result, the complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the sheath and locator during initial insertion in the patient, preventing proper insertion into the patient. It is possible a steep insertion angle was used, causing a kink to form in the assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that when the doctor was attempting to advance the arteriotomy locator/sheath into the patients arteriotomy to locate the artery, he was unable to do so. He said it would not advance and kept getting stuck. He then had the tech open a new kit and had no issue advancing. He stated that the transition between arteriotomy locator and sheath may have caused the issue. There was no blood loss and no patient injury. The type of procedure performed prior to the use of the angio-seal device was an angiogram. Additional information was received on 21may2025: the procedural sheath used was a pinnacle precision. The doctor was able to deploy another angio-seal. The doctor explained when he was attempting to advance the arteriotomy locator/sheath into the patients arteriotomy to locate the artery, he was unable to do so. He said it would not advance and kept getting stuck. He then had the tech open a new angio-seal kit and had no issue advancing and deploying. There was no impact to the patient.